Event description:
It was reported that code 1003 was seen on pre-implanted pacemaker, which is indicative of battery voltage too low for the projected remaining capacity, during preimplant interrogation. A new pacemaker was used to perform the replacement procedure, and the unused pacemaker is expected to be returned to boston scientific for analysis. No patient involvement.

Event description:
It was reported that code 1003 was seen on pre-implanted pacemaker, which is indicative of battery voltage too low for the projected remaining capacity, during preimplant interrogation. A new pacemaker was used to perform the replacement procedure, and the unused pacemaker was returned to boston scientific for analysis. No patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.